Event description:
It was reported that the customer received multiple continuous glucose monitor error 42. The reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.